Event description:
Laser could not continually fire w/o shutting off. This was accompanied by jetted air escape. The procedure had to be aborted as a result of this failure, however the pt was otherwise unharmed.